Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps device was used during a colonoscopy procedure performed on (B)(6), 2010 according to the complainant, during the procedure the device was positioned within the patient's colon. The device was then used to grasp a polyp located near the ileocecal valve, however, it would not cauterize the tissue. The device was removed from the patient, it was then noted that the metal piece was missing from the connector. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the cautery plug was missing from the device and not returned. Functionally, the returned unit opened and closed according specification. The device welding and riveting was found to be within manufacturing specifications. The condition of the returned incident device was consistent with the complaint; electrical current failure. During evaluation it was found that the cautery plug was missing, which would cause the reported condition. Based on the evaluation, the most probable root cause is a manufacturing issue. There is a correction being implemented to address this issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 hot single-use biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2010 according to the complainant, during the procedure the device was positioned within the patient's colon. The device was then used to grasp a polyp located near the ileocecal valve, however, it would not cauterize the tissue. The device was removed from the patient, it was then noted that the metal piece was missing from the connector. The procedure was completed with another radial jaw 3 hot single-use biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.